Manufacturer narrative:
One device was received for evaluation. The complaint was confirmed through functional testing. The pump would fail intermittently to detect the wireless module battery on power up. Unable to determine the root cause due to the intermittent nature of the failure. The complaint fault has been escalated for further investigation and root cause analysis. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device alarmed for an intermittent wireless module connection error. The product fault occurred upon opening. There was no patient involvement, and no patient harm/adverse event reported.